Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported that the patient experienced dampened pressure waveforms. As a result, the physician increased their metolazone based off of the sensor readings. In addition, the patient was hospitalized on (B)(6) 2016 for renal failure. While hospitalized, the patient underwent a right heart catheterization, and the sensor was successfully recalibrated. Patient was discharged on (B)(6) 2016. The issue is considered to be resolved at this point.